Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 110 units of saline. No impact to the customer's blood glucose as saline was used instead of insulin. Reportedly, a new cartridge was loaded successfully.